Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt, as well as damage at the ceramic case, braze, and epoxy header region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test revealed unstable readings due to flooded components. This is due to damage which is believed to have been induced during revision surgery. The internal visual inspection revealed corroded components as well as bio material intrusion and burn marks. This is due to damage which is believed to have been induced during revision surgery. The reported complaint of intermittent malfunction could not be verified during this analysis, which was limited in some respects due to the device being damaged prior to receipt. This device had a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. Due to the state of the device, the root cause could not be determined. This older device configuration is no longer manufactured. This is the final report.

Event description:
The company was informed that the pt was experiencing intermittencies and overly loud stimulation. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another cochlear device.